Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is calling back to troubleshoot for the sensor. While troubleshooting the cust expressed experiencing a low blood sugar of 38 mg/dl. The customer treated with juice, checked the blood sugar again. It was 49 mg/dl. The customer treated again with juice and peanut butter crackers, checked again and was up to 74 mg/dl. The customer declined to troubleshoot for their low blood sugar.